Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The needle was noted to be bent on a 90 degree angle at the hub and then bent at another right angle, halfway down the needle shaft in the area where the clip was located. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR, b. Braun medial industries sdn. Bhd, in malaysia.

Event description:
This device is a passive IV catheter. It is designed to cover the sharp point of the stylet with a metal sheath, when the stylet is removed from the IV catheter. However, this did not happen when the stylet was removed from the catheter. The paramedic using the device sustained a needle stick as a result. The covering device was present on the stylet, but, it was floating freely on the stylet and not locked onto the sharp tip as it should have been. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Additional info provided by the facility indicated that after the IV was started, the stylet was set on the seat of the ambulance and later, the paramedic sat on it. The paramedic suffered no adverse sequela associated with the event and all protocol bloodwork testing has been negative. It has been reported that the lot number provided is a lot in the facilities current inventory and may not accurately represent the lot number involved in the incident.